Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the metal caps detached from four fibers. The procedure was completed using another fiber. There were no patient complications.This refers to the third fiber.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT DURING PREPARATION FOR A PHOTOSELECTIVE VAPORIZATION OF THE PROSTATE PROCEDURE, THE METAL CAPS DETACHED FROM FOUR FIBERS. THE PROCEDURE WAS COMPLETED USING ANOTHER FIBER. THERE WERE NO PATIENT COMPLICATIONS. THIS REFERS TO THE THIRD FIBER.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A Device History Record (DHR) review was completed based on ship history review for devices sent to customer, and it was confirmed the devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The Instructions for Use (IFU) was reviewed. The IFU states: Do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. A risk review was completed and confirmed that the event of Fiber Cap/Tip Break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, an investigation conclusion code of Cause Not Established was assigned to this investigation.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.